Manufacturer narrative:
All operating current tested with in specification range. No failed battery test alarms noted. However, the insulin pump had corroded battery tube noted. The insulin pump was received with broken battery cap, minor scratches on display window, broken battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and stained end cap sticker noted.

Event description:
The customer reported via telephone call that the insulin pump had a blank display and had been damaged when the customer was hit by a car on a bicycle. The insulin pump had alarmed for a battery out limit alarm. The battery cap contacts were damaged and the customer was advised that a replacement would be sent. The battery compartment was also damaged. The blood glucose reading was 116 mg/dl. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.